Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level was 439 mg/dl. Multiple attempts were made to follow up with the customer if alternate insulin therapy was obtained; however, no response from the customer was received.